Event description:
Initiator reported that the pt compared the patient's surestep meter to a health care professional (elite) meter. Specific results were not provided (ss reading was in the 300s and the health care professional in the 100s). No symptoms were reported. On follow-up, health care professional stated patient got a reading of 348 mg/dl (ss - capillary) and 165 mg/dl (hcp - capillary). Control solution test done with new supplies/test strips was in range. Health care professional stated patient is comfortable with meter and readings. There was no allegation of harm.